Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6) hospital of (B)(6) hospital. Due to character limitation in e1 for event site address, the full event site address is no. (B)(6). Due to character limitation in e1 for event site telephone, the full event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) device cannot be turned on. During the daily maintenance of the device, the device automatically restarted after turning on and could not be turned on normally. There was no patient involvement reported.

Manufacturer narrative:
Due to character restrictions, event site telephone: (B)(6). Updated field: b4, g3, g6, h2, h6 (type of investigation, investigation finding, component codes, investigation conclusion),h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm an issue with the power management board as well as battery charging port #2. The fse replaced the power management board (0670-00-1162) and the unit passed all functional and safety tests.